Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Refill brush heads are coming off while brushing teeth [device breakage]. No adverse event. Case description: a husband reported via e-mail on (B)(6) 2016 that the oral-b brushhead, version unknown was coming off while his wife of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.